Event description:
The hospital reported that after an endoscopic vessel harvesting procedure, the hemopro power supply knob fell off. No replacement was needed as it was not discovered during the procedure. The hospital reported not pt involvement. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. (B)(4).